Event description:
It was reported with limited information, that during a hardware removal procedure the pliers the surgeon was using, part 398.651, broke at the screw point where the pliers are hinged. The piece that broke was retrieved. The broken piece did not fall into the surgical site. Consultant reported no harm to patient. This event occurred while removing an unspecified hardware product at the time of this report. Update (B)(6) 2012 consultant reported the procedure was a total hip revision involving a competitors product. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the leaf spring at the holding mechanism is broken and the pivot screw at the forefront of the pliers is loose. The review of the drawings has shown that it is not visible on the drawings how the pivot screw is fixed in the pliers that it does not become loose during use. Therefore the device needs to be forwarded to the manufacturer as this could be defined in the work instruction of this part. The complaint description is very unclear as this device has two damages and based on the description it cannot be definitely defined if the mentioned broken piece was a part of the leaf spring or the pivot screw, which fell out. The device is still functional in both cases, but leads to an inconvenience of the user as either the holding mechanism has to be manually locked or the pivot screw has to be reinserted by hand. This complaint is indeterminate from a design standpoint. The manufacturing evaluation showed that the pivot screw of the removal pliers is loose and not secured anymore. Our investigation has shown that the pliers area of use is badly damaged. This clearly indicates that this device was overstressed during use. Such an excessive use can lead to the loosening of the pivot screw like in this case. The hold of this screw is checked during the final inspection. No manufacturing related fault could be detected.